Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced during a generator change out procedure. The physician suspected an insulation breach on the lead due to observation of foreign substances inside the lead. The electrical measurement of the lead was normal and no anomalies were detected. The patient was stable.